Manufacturer narrative:
Continued d.6b explant date: device explanted, no date provided. Additional, corrected and/or changed data: b.5, b.6, d.4, g.1, g.2, h.6

Event description:
Patients mother reporting patient has left side capsular contracture baker grade iii/IV. It was later confirmed by the patient "lump has been found. Patient said it is becoming very stressful with my mental health.¿ additional event of "capsular tissue contains dense fibrosis, chronic inflammation". Device has been explanted.

Event description:
Patients mother reporting patient has capsular contracture. It was later confirmed by the patient "lump has been found. Patient said it is becoming very stressful with my mental health. ¿this pr relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported left side capsular contracture, baker grade iii/IV. Device remains implanted.